Event description:
It was reported that the a merlin.net transmission revealed an alert for low, out of range high voltage lead impedance. During dft testing, error messages were displayed for possible hv lead issue and hv circuit damage detected. The device was explanted and replaced. The patient was recovering well after the procedure.

Manufacturer narrative:
.

Manufacturer narrative:
The reported output anomaly and low hv lead impedance were confirmed in the laboratory via review of the device image. The device was tested on the bench and no anomaly was found. The cause of the reported anomalies could not be determined.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.